Manufacturer narrative:
(B)(4). Batch # u5ej6n. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic assisted laparoscopic radical nephrectomy. Patient was obese. First fire with the pve35a. Transecting the ra. Placed the ra proximal in the jaws, at the crotch. Did not jam the artery in the crotch. The doctor thought the stapler was a bit harder to close than normal but not concerning. The vessel was skeletonized so there was no tissue in the distal end of the jaws. Stapler appeared to fire normally. After the stapler completed the firing cycle, and opened, the surgeon quickly noticed bleeding and used the stapler to provide pressure to slow the blood loss. He was eventual able to clear the area and noticed a 2mm hole, or non-stapled transection, in the ra on the proximal side of the artery. He was able to achieve hemostasis with a clip. Ebl was 400cc. They opened another pve35a/vasecr35 to transect the rv. No issues. The stapler was retained by the hospital. He said this is the first time he¿s ever had a misfire with any stapler, with ours or covidien.there were no patient consequences.